Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Eval summary: the provisional locking screw was designed, so that it can be assembled and disassembled from the provisional liner for device reprocessing. The screw may have dislodged during liner insertion if the screw was not properly aligned with the mating threaded hole in the implant/provisional shell and pressure was applied to the liner. It is unk if instructions per the surgical technique were followed. A definitive root cause cannot be determined. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It was reported that the provisional locking screw came disengaged from the liner and was lost in the pt. The screw was then located and retrieved.